Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following hypodermis on a breast implants implantation, patient experienced allergic reaction to sutures and dehiscence of the wound occurred. Reoperation and skin graft were performed to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approx. 3 weeks after an abdominoplasty procedure an allergic reaction appeared in the form of edema around the umbilicus and protruding suture. Suture was removed, bandage was applied.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of sixty six devices. The visual inspection of the returned photos noted inflammation and wound dehiscence across multiple surgical sites. Visual inspection and functional testing of the returned product confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.